Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) which was confirmed with the healthcare provider (hcp) reported the cause of the patient¿s device/therapy being wasn¿t determined. To resolve the issue, the patient was asked to charge more regularly. As of may (B)(4).the issue with the device/therapy being turned off was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient's therapy was off. The rep reported that the patient successfully turned the therapy back on. No patient symptoms were reported. No further patient complications have been reported as a result of this event.